Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the thread on the syringe does not appear deep enough to hold the needle in place. The syringe has come off 3 times while administering thicker injections, causing needle to remain in patient's leg. Per additional information received, the needle was immediately removed without any further interventions needed. The needle and hub remained intact, together, they detached from the luer of the syringe.

Manufacturer narrative:
The device history record (DHR) was reviewed and indicated that the product was released accomplishing all quality standards. The device was produced between 01/12/2019 and 01/14/2019. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. The lot met all defined acceptance requirements and was released. Seventy-three unused physical samples were received for the investigation. Visual inspection, luer taper test, and water test were performed. The reported condition could not be confirmed. The true root cause of the reported failure could not be determined based on available information. There were no anomalies found during a review of the DHR¿s, maintenance records, or process monitoring data. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a new corrective and preventative action is not required at this time. This information will be utilized for trending purposes to determine the need for corrective actions.